Event description:
No further event information available at the time of this report.

Manufacturer narrative:
An unknown zimmer screw and impl tapered scr-v ha 3.7 mm 3.5mm 11.5mm (tsvh11) were returned for investigation. Visual inspection of the as returned products identified bone / tissue attached to the implant external threads. Fracture at threads and screw fracture found inside. No pre-existing conditions noted on the per. The reported device was located on tooth #19 and was used for approximately 14 years. Pictures or x-ray images were not provided. Appropriate documentation was reviewed. DHR review was completed for the subject lot number (60637001). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. DHR review could not be performed, as the lot number associated with the reported unknown zimmer screw. Product is not available. Zimmer biomet quality management system (qms) has controls in place to ensure the distribution of conforming product within specifications. Complaint history review was performed for the reported lot number (60637001) for similar event and no other complaint was identified. No complaint history review could be performed without relevant lot and item information unknown zimmer screw. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth: unknown / not provided. Patient weight: unknown / not provided. Date of event: unknown / not provided. PMA/510k: k013227.

Event description:
It was reported that patient came in with crown off, screw was broken. Pa revealed flowered implant. Implant was removed. Patient to be seen in for replacement. As a result of this event, no injury to the patient reported. Symptoms as a result of the event: none reported.